Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was unable to clear the alarm and resume insulin delivery. Customer reverted to manual injections for continued insulin therapy. Customer's blood glucose level was 169 mg/dl.